Event description:
It was reported that the device was retained inside the patient's body. A 1.50mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the equipment malfunctioned and was left inside the patient. No further patient complications reported.